Event description:
It was reported that the m-prent was used with pt during surgery. The device allegedly displayed an error 6 code which indicates that nibp values are not available. It is not known at this time whether the pt death is attributable to the alleged event, therefore, the event is reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.